Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the back. The patient had eaten a doughnut when bg levels started to rise. A bolus of 5.95 units was administered using the pod, however, it was unsuccessful at reducing the patient's bg levels. Upon closer inspection of the pod the patient's mother noted the cannula was bent. The pod was then removed and a new pod was applied to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: (B)(6).